Manufacturer narrative:
Customer had purchased product and been able to use the device for several months before this issue occurred. According to the customer - physician was fulgerating a bladder bladder tumor and the bovie sparked at the cord. Bovie was set on coag at 10. The machine made a popping sound. There was a black mark on the green cord and black dust on the cart. The patient was not injured nor was staff injured. The machine was not used after this incident. Customer was given an RMA and shipping label to return the device in question for diagnostic and possible repair. Repair was completed. Issue not confirmed for unit made a popping sound. The main and display boards show no sign of burned components and the unit is operating as required. Received with a dent on the back right of the bottom panel. Complaint was not able to be confirmed. A true root cause is unable to be determined with accuracy at this time. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The cord that the customer was utilizing at the time of the incident is not a bovie medical cord. The customer is sending the generator unit for evaluation/ repair. A follow up report will be submitted once the device has been evaluated and root cause has been determined.

Event description:
The customer alleged that the surgeon was performing a bladder tumor and the bovie sparked at the cord. The machine made a popping sound, there was black mark on the cord and black dust on the cart. There was no harm to the patient or the staff. However, the surgery was delayed as a the generator was no longer used in the surgery. A different device was used to complete the surgery.